Event description:
Affiliate reported that when the patient went to the bathroom the tubing was cut when it got caught in the door. It was cut after the 3 way stop-cock that is closest to insertion site (so the epidural catheter was still in place. As a result the nurse was splattered all over the face. When that occurred, the 3 way stop cock was immediately clamped to the off position and the patient did not lose any additional csf. Patient was in stable condition and the catheter was changed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was received cut. It appears the root cause for the problem reported by the customer was due to the tubing being caught in the door. A review of the device history records could not be confirmed since the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.